Manufacturer narrative:
The investigation into the reported event is ongoing. The results of the investigation will be reported in a follow-up report.

Event description:
According to the report, the interbody was adjusted to 16 degrees lordosis during implantation. After removal of the inserter, the interbody collapsed to 8 degrees lordosis. The inserter was reattached and the interbody was expanded to 16 degrees. After removal of the inserter the second time, it collapsed back to 8 degrees again. The surgeon determined the resulting 8 degree lordosis angle was acceptable and closed the patient. Post-operative imaging performed at 6 weeks after surgery demonstrated that the interbody subsequently collapsed further to 0 degrees. No specific injuries or symptoms of ineffective treatment associated with this event have been reported to date.